Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the lighting lens fell off. The following non-reportable malfunctions were found during the device evaluation: there was insufficient bending angles, the curved rubber was sagging, the insertion part coating was peeling, the insertion part is broken, the universal cord and video cable had scratches, the lighting lens was discolored, the curved rubber adhesive part was chipped, the grip and distal sheath had scratches, the insertion part was broken with damaged to the universal cord and to the video cable, there was poor water tightness at the insertion part. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope had a b30 scope communication error. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the lighting lens fell off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d5 and the device evaluation. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to a defective charged coupled device (ccd). The evaluation found the following reportable issues: the lighting lens fell off. The following non-reportable malfunctions were found during the device evaluation: there was insufficient bending angles, the curved rubber was sagging, the insertion part coating was peeling, the insertion part is broken, the universal cord and video cable had scratches, the lighting lens was discolored, the curved rubber adhesive part was chipped, the grip and distal sheath had scratches, the insertion part was broken with damaged to the universal cord and to the video cable, there was poor water tightness at the insertion part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reportable malfunction is likely due to physical stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.